Event description:
Reported due to perforation and death. The physician had attempted to use n asahi prowater flex in the distal left anterior descending (lad) coronary artery when "a bunch of staining was seen." The vessel was reported to be "small, not extremely tortuous but with obvious calcification." The number of bends and patency were not reported. It was reported the physician had attempted to seal the "fairly sizable" perforation with a balloon. That was unsuccessful, so the patient was sent to surgery to repair the perforation. It was reported that a "figure of eight (8) stitch" was successful in closing perforation. It is unknown what anesthesia was used and how this event prolonged the patient's hospitalization. The patient was "doing fine" and was ambulated for several days. He was scheduled for discharge in 2006 but was kept an additional day "do be sure. He strained in the bathroom right before his discharge on the following day. He had a vasovagal response and his blood pressure dropped. He coded in his room and died." The cause of death was not reported. No autopsy was performed. Although requested information was provided.